Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the device was thrown away by hospital and will not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was communicator was not working. It has been working off and on and yesterday it stopped working completely. There was no bluethooth light and it was not communicating and was prompting to scan the serial number. Patient was in such pain. Pt was crying on the call. Patient got everything charged and the representative told patient to call and get a new communicator overnight. On the call instructed patient to reset the communicator. Patient could not remove the communicators from the case on the call. Patient said they would have to have someone do it and there was no one around to help them. Instructed pt to keep trying. Called pt back and they confirmed they were able to pull the communicator out of the case. Had pt reset the communicator and handset. Pt had to enter the sn again. Pt was still not able to connect. Pt confirmed the implant and all the external components were charged. Pt then got no device response. Pt said this is what had been happening. Troubleshooting did not resolve the issue. A request was sent to repair to replace the communicator. Did not confirm the name of managing hcp as pt was in a big distress on the call and was crying. Patient called back stating they received the replacement communicator and needed assistance with pairing. Agent had patient connect with wireless recharger and patient reported implant was empty with coupling numbers at 0 and therapy off. Agent had patient reposition wireless recharger and patient reported good and then excellent connection. Agent advised patient to continue charging implant and agent will call back in 2 hours to further assist. Of note, patient seemed very unfamiliar with external devices and questioned how to charge the communicator. Patient also stated their implant took forever to get charged. Agent reviewed information. Patient reported screen showed searching for device and then charging with no quality and implant still empty. Patient indicated they had been having trouble since last call. Agent again reviewed recharger best practices and will call patient back in 1 hour to check progress.agent could hear wireless recharge beeping in the background and patient stated they had at one point seen a red line in the ne urostimulator battery, but then that went away. Patient described seeing recharger is inactive at one point. Patient stated they do have the contact phone number for medtronic rep, but the hcp office is an hour away and the rep is "very stern" and last week told the patient to "try and fool around with their legs in the air." Patient stated they have a friend coming over later tonight to try and help them obtain a good or excellent connection again to charge the implant. Agent redirected to medtronic rep to assist further in person, if needed.patient unlocked the handset, connecting to the mystim app and handset showed not found. Agent instructed patient to press switch communicator, entered the code of the communicator manually then placed the communicator over their implant. Patient confirmed they were able to connect to their therapy settings. Patient commented they were in pain so much, patient was able to turn therapy on and confirmed they can feel vibration/stimulation in their legs. The troubleshooting steps taken on call resolved the issue.patient called back and repeated previously documented information and added that even though they were able to feel 'pulses' on their back. Patient said they were not feeling any relief. Agent redirected the patient to hcp and medtronic rep. Patient mentioned that they were assisted by the medtronic rep (see previous notes for the name) before and changed their program in which they were told by the medtronic rep that patient will not push any buttons for the therapy to work. Patient stated they left voicemail for medtronic rep this morning. Agent attempted to provide nas phone number but patient was unable to write it down. Agent suggested to have the hcp (on file) to call back and obtain nas phone number if they cannot locate number. Patient mentioned that the implantable neurostimulator (ins) is faulty and they are taking it out. They also spoke with their lawyer to check if the manufacturer can be sued for this issue and mentioned that they can. The patient was planning to get the ins out of the body this month.